Event description:
It was reported that an ilet pump experienced rapid battery depletion and powered off during two attempted infusion set changes despite showing 53% charge after all-day charging, and the user received a change infusion set alert. Symptoms included none reported. Outcomes included no reported impact to health or need for medical care. Investigation included troubleshooting and education with the user. Investigation of this case revealed a suspected device malfunction related to battery performance and power management during supply change. It was concluded, based on previously established findings for similar reports, that the cause was device-related due to suspected battery or internal power control malfunction.

Manufacturer narrative:
Initial.